Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 150 mcg with 40 mcg/day bolus option via personal therapy manager for a total daily dose of 190 mcg maximum) via an implanted pump. The indication for pump use was cva (stroke) and intractable spasticity. It was reported that the patient experienced itching and return of spasticity. An alarm was heard and the logs showed a premature battery depletion/low battery reset on (B)(6) 2016 at 22:45. There were no environmental, external, or patient factors that may have led or contributed to the issue. The troubleshooting was the physician running the pump logs. The patient was sent to the ER (emergency room) to be admitted and they were planning a pump replacement in the next day or two. The issue was not resolved. The patient status was reported as "alive-no injury".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The pump was replaced because it had failed.

Manufacturer narrative:
Analysis of the pump on 2016-nov-22 revealed high battery resistance and a pump motor gear train anomaly regarding corrosion an d/or wear and/or lubrication; the motor stall was due a the shaft bearing. As per the pump¿s logs, a reset, low battery reset, and safe state occurred on 2016-oct-22. Also per the logs, the pump was in safe state with a motor stall recovery having also occurred on (B)(6) 2016. The pump¿s log further indicated that lioresal with concentration 2,000 mcg/ml was being administered at a dose rate of 190.1 mcg/day as of (B)(6) 2016. (B)(4).

Event description:
The pump and catheter connector were returned to the manufacturer. Per the manufacturer¿s device registry, the pump was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
The previously applied evaluation conclusion code 11 is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.